Event description:
Insertion of a size 4 inner trach cannula - in metric it's listed as 6.5 mm on the packaging and this was interpreted as us size 6 inner trach cannula. Manufacturer response for disposable inner cannula, shiley (per site reporter). Manufacturer states they are aware of issue and are in process of changing package labeling.